Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was having discomfort at the ipg site due to migration. The patient underwent an ipg explant procedure and was doing well post-operatively. Explanted ipg was discarded.